Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d1; d4; h2; h3; h4; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to the following: this is a limited investigation, as per (B)(4), a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced a new periprosthetic fracture approximately 8 months post-implantation, and the implants were subsequently removed with placement of unspecified implants. The previously treated fracture was noted as healed. The reporter noted a history of direct trauma to the arm related to multiple football accidents. The revision procedure occurred approximately 9 months post-implantation. Attempts have been made and no further information has been provided. There was reported direct trauma to arm (football accident x3), high rates of non-union in isolated ulna fractures. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2; foreign : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a clinical study a patient implanted with zps system subsequently experienced a new periprosthetic fracture at approximately 8 months post-op. Previous treated fractured was noted as healed. Implants were removed and unknown implants were implanted to treat the new fracture approximately a month later.attempts have been made and additional information on the reported event is unavailable at this time.